Event description:
It was reported that the patients leads were damaged. The physician replaced both leads and patient was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial:(B)(6), batch: 7079506.